Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy (B)(4), mr, 3.0x32mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent damage. The first strut was lifted and pulled distally. The undamaged stent outer diameter was measured and was within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 09-jan-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed proximal stent damage.